Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va37xtz); product type: 0200-lead; implant date (B)(6) 2026; explant date 2026 (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that >4000 impedances were observed on electrodes 0 to 3. Troubleshooting was conservative and worked backwards. The rep attempted different programmers, communicators, restarting programmers, removing lights, testing in/out of the tyrx, with the grounding pad off, then the lead and battery were replaced. The cause was unknown. The issue was resolved with the replacement lead/battery. The patient felt appropriate and comfortable stimulation in the post-anesthesia care unit.